Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module will not connect was replicated and confirmed during the investigation. The suspect pump module was initially connected to a dchu laboratory testing pcu. The pump module did not perform power on self-test (post) sequence and was not detected by the pcu. The procedure was repeated using the other side iui connector with the same result. The suspect pump module was opened, and the motor controller board was removed. Using a multimeter in continuity test setting, the fuse f1 on the motor controller board was measured and found to be blown (open circuit). The blown fuse was replaced with a known good fuse, and the pump module was reassembled. The suspect pump module was attached to the pcu. The pump module was able to power on, and an infusion was performed at a rate of 7 ml/hr, as noted in the event log, and was left to infuse for a total of 48 hours. After 48 hours a ¿channel disconnected¿ was observed, no power was noted on the suspect pump module and the fuse f1 was measured and found to be blown. The fuse f1 was replaced and the original capacitor c3 was replaced with a known good capacitor c3, and the test infusion was repeated. The expected duration for the test infusion was 48 hours and completed successfully. A review of the suspect pump module error log was performed, and no errors or anomalies were noted on the reported event date. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain key press information, volume infused, and programming parameters. On 16may2025 at 1:35 am an infusion started at a rate of 2 ml/hr and volume to be infused (vtbi) of 10 ml. At 2:07 am the infusion vtbi was reprogrammed to 100 ml. Between 4:11 pm and 7:10 pm the infusion rate was reprogrammed four (4) times. The first one to 3 ml/hr, the second one to 5 ml/hr, the third one to 6 ml/hr and the last one to 7 ml/hr. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.1.2 states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause that the pump module will not connect is being attributed to a blown fuse f1. The root cause of the blown fuse f1 is being attributed to a defective capacitor c3. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module will not connect even after the iuis were changed. There was no information on patient involvement.

Event description:
It was reported that the large volume pump module will not connect even after the iuis were changed. There was no information on patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had iui issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module will not connect even after the iuis were changed. There was no information on patient involvement.